Event description:
During baxter's evaluation downstream occlusion alarms were found in the history log. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated this device. Review of the history log shows multiple events of downstream occlusion alarms. Upstream and downstream tests were performed with the unit passing. Pump will be re-calibrated and then tested during the repair process to ensure continued accurate detection.